Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the needle broke and was unable to be removed from device jaws. There was no patient injury. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Nothing fell into the patient.